Event description:
It was reported that the pump battery was depleting quickly, the battery gauge was fluctuating, the pump shut off unexpectedly and that the pump delivered less insulin than requested for a bolus. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.